Manufacturer narrative:
The date of event is unknown but it did occur in (B)(6) 2016. The date received by the manufacturer is used. (B)(4). Device evaluation: a sample is available for evaluation. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that the safety mechanism of the suspect device snapped off as it was being pushed over the needle with the thumb. No blood exposure or injury occurred.

Manufacturer narrative:
Device evaluation: result - a sample was not returned for evaluation. A review of the device history record was completed for the reported lot 6070988, catalog 368607. Product was manufactured at the bd (B)(4) site march 2016. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. All inspections were in compliance with requirements. Conclusion - bd was unable to confirm the customer's indicated failure mode. Without a sample, an absolute root cause for this incident cannot be determined.